Event description:
The lay user/pt contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. The pt's symptom, "behavior," did not meet the criteria of a serious injury and preceded the onset of the alleged product issue. In addition, the pt did not take or received any treatment that would suggest either hypoglycemia or hyperglycemia at the time of concern. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.